Manufacturer narrative:
The rse evaluated the device remotely and determined that external paddles were damaged. The external paddles (989803129041) were replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the external plates are damaged.